Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: myocardial infarction is considered permanent. Damage/thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that on (B) (6) 2010 add'l info indicated an event of an mi on (B) (6) 2009. It was discovered that the pt had an in-stent thrombosis in a previously placed stent in the proximal left anterior descending artery (lad). It was also discovered that on (B) (6) 2009, the lad was treated with an unk stent (reported as a non-tvr). Reportedly, the pt received two promus des stents in the proximal lad on (B) (6) 2008. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B) (4). (B) (4). The second promus rx 2.5 x 12mm (part# 1009539-12b/lot# unk) mentioned is being filed under the same MFR number. In this case, there was no reported product deficiency. Myocardial infraction, thrombosis, and angina are known adverse events as listed in the promus instructions for use (IFU) and no fault risk assessment matrix. In addition, hospitalization is also listed in the no fault risk assessment. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling.